Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became slow and unresponsive when loading exams from cd's. Multiple exams failed to import. The software displayed "transfer failed" or a spinning icon when several exams were imported from a cd. The cd's loaded without issue onto a different navigation system. There was no patient present.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became slow and unresponsive when loading exams from cd's. Multiple exams failed to import. The software displayed "transfer failed" or a spinning icon when several exams were imported from a cd. The cd's loaded without issue onto a different navigation system. There was no patient present.